Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a creatinine kinase (cki) nonnumerical value result on a patient sample with an absorbance error was generated on a dimension vista 500 instrument. Siemens' investigation determined that the sample had a very high cki result with an absorbance error flag when performed neat. The dimension vista 500 instrument performed a 1:7 dilution and then a 1:14 dilution, which both had accompanying absorbance flags and were, therefore, non-reportable results. The nonnumerical value went across to the centralink and was reported in the laboratory information system (lis) as <20 u/l result. Siemens further investigated this issue and reviewed the information and instrument data provided. Three results were non-reportable due to the absorbance [e141] error flag indicating the measurement exceeded the photometer's detection limit and that the specimen required further dilution to obtain a reportable result. The customer performed 1:5 manual dilutions and processed the sample on the initial instrument and on an alternate dimension vista 500 instrument. Siemens noted that the dilution factor was not entered in the software for these sample dilutions. The customer ran the sample neat and with 1:7 and 1:14 auto-dilutions on the alternate dimension vista 500 instrument and results were also non-reportable due to absorbance [e141] error flag. The customer performed a 1:5 dilution on the initial sample and processed the dilution on the alternate dimension vista 500 instrument and did not enter the factor into the software. The customer reported a result from the alternate dimension vista 500 of 62521.0 u/l as the correct result. Siemens verified that cki quality control testing on the dimension vista 500 instrument prior to the sample involved being analyzed was within the dimension vista 500 instrument software ranges but was out low on level 1 and level 2 compared to unity peer 3 sd ranges. Siemens found that the ck result had 3 "x-noresults" corresponding to the 3 non-numeric results with the absorbance flag (neat, auto dilution 1:7 and auto dilution 1:14) being transmitted from the dimension vista 500 instrument to centralink. Siemens reviewed lis translator logs and found that centralink uploaded the blank result as " " and the lab lis system converted it to "<20" u/l. It was identified that a technician manually edited the cki result, but left it as blank and uploaded it. The customer provided another example, another sample ID number, which was for the same patient, ran later that day. This had a result of ">14000" u/l that was manually entered in by the technician and uploaded to lis as expected. Siemens concludes that both dimension vista 500 instruments performed the appropriate dilutions and flagged the results appropriately. So, no dimension vista 500 instrument or cki method problem was identified. The probable cause of the elevated cki result being reported in the customer's lis as < 20 u/l is due to operator error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A nonnumerical value, absorbance error was generated for a creatinine kinase (cki) result on a patient sample on a dimension vista 500 instrument. The nonnumerical value went across the centralink as a <20 u/l result, which was reported to and accepted by the physician(s). The customer questioned the result as the patient has a history of running very high. The sample was repeated on an alternate dimension vista 500 instrument, again generating an absorbance error and no numerical value. The sample was then autodiluted on both instruments generating an absorbance error and diluted result. The customer then performed a 1:5 manual dilution of the sample and ran it on both instruments generating high results. The customer performed a manual dilution and reported the result of 62521.0 u/l to the physician (s) who accepted the result. There are no known reports of patient intervention or adverse health consequences due to the discordant cki result.